Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. A batch review will not be conducted. A follow-up MDR will be submitted if additional information or a sample is obtained.

Manufacturer narrative:
(B)(4). This complaint for a use error when the patient reused the same disposables was confirmed. The cause was use error. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding the hp starting over using the same supplies and the tsr advised the hp that he was at risk of infection the tsr advised the hp to call the registered nurse (rn) in the next 24 hours and let her know what happened. The tsr then assisted the hp with ending therapy procedure. The hp understood explanations, ended therapy and would start over with new supplies. The pd rn contacted product surveillance on (B)(6) 2011 regarding a system error 2240 alarm and other alarms bypassed during therapy. The pd rn was not aware of these alarms and stated the hp had not contacted her recently. Ps stated advised that its possible the hp was not sure what alarms occurred during therapy, but that using the same set up was not recommended due to the possibility of contamination. The pd rn stated the hp was currently using the cycler for therapy and that she would follow up with the hp to discuss the alarms and the use of the disposables. There was patient involvement. No patient injury or medical intervention was reported.